Manufacturer narrative:
The investigation into the patient's limb ischemia has been completed. The impella cp was returned for evaluation and passed all post sterile tests. Data logs were not received for evaluation. As the necessary clinical information was not provided, the root cause of the limb ischemia was not determined.

Event description:
The complainant reported a 78-year old female patient with post-cardiotomy cardiogenic shock was implanted with an impella cp for mechanical circulatory support. During the implant, there was no flow past the cp sheath after removal of the peel away sheath and placement of the repositioning sheath, and the patient¿s leg was dusky and cold. A reperfusion sheath was placed with an external bypass from the patient¿s right radial artery. The patient remains stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿